Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented in the emergency room with intermittent malaise. It was found that the patient's right ventricular lead exhibited loss of capture. Programming changes were made and capture was noted. Lead revision was discussed. No patient consequences were reported.